Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "the surgeon was placing an on-x valve into a (B)(6) female patient. The aorta was small and he ended up using a 19 mm onxane and even then had some difficulty placing it. Patient was taken off pump and the valve looked good under echo. She was doing well post-pump for about 60 minutes and then she crashed. Chest compressions were done and she was then put back on pump and opened back up. After examination it was determined that the ventricle was ischemic and that it was unrelated to the placement of the valve. He [the surgeon] did not open the aorta back up. Saphenous vein was taken from her legs and a bypass was planned."

Manufacturer narrative:
The manufacturing records for the onxane-19 sn (B)(4) were and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxane-19 sn (B)(4) was implanted in a (B)(6) year old female patient with difficulty due to a small aorta. Still, the operation was successful and patient was doing well for about an hour off-pump when "she crashed" . Diagnosis was ischemic ventricle unrelated to the placement of the valve. A coronary artery bypass was planned, but subsequent correspondence with field assurance noted that "date of death is (B)(6) 2017 and cause is bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage, right lower lobe...pending microscopy. "This is a surgical death due to inadequately perfused myocardium. The precipitating cause of the inadequate perfusion is not identified. A proposed attempt to conduct a coronary artery bypass using a saphenous vein graft was unsuccessful. Whether or not it was actually performed is not given. Death is a rare but known risk of valve replacement surgery [instructions for use]. The patient did not survive the surgery, which classifies this as an early mortality, a subset of all-cause mortality [akins et al. 2008]. In an analysis of aortic valve operations in the sts database from 2002 to 2010, 80% of patients had a predicted risk of mortality (prom) of <4% and an actual mean mortality rate of 1.4%. Fourteen percent had a prom of 4% to 8% and an actual mean mortality rate of 5.1%, and 6% of patients had a prom of >8% and an actual mortality rate of 11.1% [nishimura et al. 2014]. Deaths in this evaluation are unrelated to the device implanted. Root cause for this event is inadequately perfused myocardium leading to heart failure approximately one hour after surgery for aortic valve replacement. No further action is warranted at this time.

Event description:
According to initial reports, "the surgeon was placing an on-x valve into a (B)(6) yo female patient. The aorta was small and he ended up using a 19mm onxane and even then had some difficulty placing it. Patient was taken off pump and the valve looked good under echo. She was doing well post-pump for about 60 minutes and then she crashed. Chest compressions were done and she was then put back on pump and opened back up. After examination it was determined that the ventricle was ischemic and that it was unrelated to the placement of the valve. He [the surgeon] did not open the aorta back up. Saphenous vein was taken from her legs and a bypass was planned." Follow-up information from the surgeon's office as of (B)(6) 2017 - date of death is (B)(6) 2017 and cause is bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage, right lower lobe.

Manufacturer narrative:
Additional information regarding patient status: date of death is (B)(6) 2017 and cause is bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage, right lower lobe. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "the surgeon was placing an on-x valve into a (B)(6) female patient. The aorta was small and he ended up using a 19mm onxane and even then had some difficulty placing it. Patient was taken off pump and the valve looked good under echo. She was doing well post-pump for about 60 minutes and then she crashed. Chest compressions were done and she was then put back on pump and opened back up. After examination it was determined that the ventricle was ischemic and that it was unrelated to the placement of the valve. He [the surgeon] did not open the aorta back up. Saphenous vein was taken from her legs and a bypass was planned." Additional information: date of death is (B)(6) 2017 and cause is bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage, right lower lobe¿.pending microscopy. This is per a preliminary autopsy report.

Manufacturer narrative:
Death and date of death (B)(6) 2017, follow-up information from the surgeon's office as of 08/01/2017: date of death is (B)(6) 2017 and cause is bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage, right lower lobe, bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "the surgeon was placing an on-x valve into a (B)(6) female patient. The aorta was small and he ended up using a 19mm onxane and even then had some difficulty placing it. Patient was taken off pump and the valve looked good under echo. She was doing well post-pump for about 60 minutes and then she crashed. Chest compressions were done and she was then put back on pump and opened back up. After examination it was determined that the ventricle was ischemic and that it was unrelated to the placement of the valve. He [the surgeon] did not open the aorta back up. Saphenous vein was taken from her legs and a bypass was planned." Follow-up information from the surgeon's office as of 08/01/2017: date of death is (B)(6) 2017 and cause is bilateral pulmonary congestion with edema, emphysematous blebs, bilateral upper lobes, hemorrhage, right lower lobe.